Event description:
It was reported that patient had a driveline (dl) exit site infection that was positive for proteus bacteria.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B3: event date, updated. B5: additional information. H6: health effect clinical and health effect impact codes, updated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted to the hospital on (B)(6) 2024. The patient presented with chest pain, vomiting, elevated troponin of 12k, fever of 101 degrees, and driveline drainage. They were treated with intravenous (IV) zosyn which resolved the event. They were discharged (B)(6) 2024.